Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 319 mg/dl.. It was also reported that the pod was screaming and the patient did not know how to stop it. The patient was treated with quick acting insulin trough syringes with a maximum use duration of three days before the patient receives their new products. The patient was released the same day. The pod was removed at the hospital and replaced.